Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Additional information (such as treatment reports and patient specifics) are not available and no sample was expected to be returned to manufacturer for evaluation. Due to missing information, the investigation is completed without conclusively identifying the root cause of the reported event but no indication of a device related issue could be found. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in d.4. Unique device identification (UDI) number added. The manufacturer internal reference number is: (B)(4).

Event description:
The healthcare professional reported that the system had a problem with creation of the flap in the unknown eye of a patient and system with the image transmission problem during lasik surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).